Event description:
In 2005 the lay user/pt contacted life scan (lfs) and alleged that her onte touch ultra meter was giving inaccurate low results. The medical affairs specialis (mas) called and left a message for the pt to verify/obtain additional info 2 days later. The pt had received a result of 87 mg/dl on the subject meter and was not experiencing any sumptoms at the time of testing. She did not take any actions following the use of the meter. She went to the hosp to have her "blood glucose checked". About 1/2 hour later, the hosp meter result was 33 mg/dl and she was given food and/or beverage for treatment. At the time of troubleshooting with the customer service agent (csa), it was verified that the meter was set in the right unit of measurement (mg/dl) and that it was coded correctly. The test strips were in good condition and within the expiration date. However, a control solution could not be performed since the pt's control solution was expired. Although there is insufficient info to suggest that the product meets the criteria of a meter malfunction, this complaint is reported as an adverse event. The pt experienced hypoglycemia (hosp meter result was 33 mg/dl) and received treatment that matched the low result. It would be helpful to know if the pt had retested on the subject meter just prior to going to the hosp and her diabetes regimen. The pt had alleged that the meter was reading inaccurately low, however, the subject meter's result was higher than the hosp's meter. A replacement meter was sent to the lay user/pt since she was not comfortable using the subject meter.